Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site and was subsequently treated with antibiotics (date, type and duration not reported). Treatment was unsuccessful. Revision surgery is planned; however, has not yet occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under general anesthesia and had a longer abutment placed on (B)(6) 2017. This report is submitted on march 27, 2017.